Event description:
It was reported by the patient that she underwent a cyst excision procedure on (B)(6) 2009 and suture was used. The surgical site became red, swollen, and painful. The symptoms lasted for a week. The patient was not seen in the office, but the doctor prescribed an antibiotic over the phone. The symptoms resolved within a week and the patient has not had any further issues.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03431. The same patient is represented in each medwatch.